Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, power up of the device was attempted, when batteries were inserted the device immediately alarmed with a blank screen. Service will replace the circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during a routine testing, a smiths medical cadd legacy pump exhibited an alarm with no display. No patient was involved in this event. No adverse effects were reported.